Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5092-58 lead, (B)(6) 2010; dtba1q1 crt-d, (B)(6)2016. Non-healthcare professional. Product event summary: the lead was not returned for anconcomitant medical productsalysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rapid battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). It was also noted there was high threshold and low impedance on the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.